Event description:
Consumer reports toothbrush head breakage during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
Additional information: the product used was either spinbrush pro whitening toothbrush soft (B)(4) spinbrush pro whitening toothbrush medium (B)(4). Additional information: the product was manufactured at one of the following locations. Contract manufacturer: (B)(6).

Manufacturer narrative:
(B)(4).